Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information received on 10/4/2024: the broken fragment of the drill was large enough to fish out of the socket created in the humerus along with all components of the fibertak. The case was delayed five to ten minutes without additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/30/2024, it was reported by a sales representative via email that the drill from an ar-3710 knee fibertak disposable kit broke during use. Then the surgeon attempted to self-punch an ar-3780sp self punching knee fibertak button bit it also broke during insertion. It was reported the patient had hard bone quality. The case was completed using an ar-3680 fibertak button implant system. This was discovered during a proximal biceps tenodesis procedure on (B)(6) 2024.